Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0078903. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, a physical sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter systems safety mechanism failed, making the needle difficult to disengage. The following information was provided by the initial reporter: "the CT room of the hospital used 20g straight pegasus for enhanced CT contrast agent infusion. This batch of indwelling needles was received on february 23rd. After normal preparation, the operator performed puncture. After the puncture was successful and the blood was returned, the needle was removed, but the engagement was failed,so needle could only be pulled out and punctured again".